Manufacturer narrative:
The customer reported that during patient coding, the electrical CPR feature failed on citadel plus bed, the error was displayed and the staff did not pull the manual CPR hard enough on the first trial. The patient passed away. Later the same day, when an arjo representative called to schedule a visit to check the bed, the customer stated that the bed was working and the error e410 was displayed. The error was then corrected through resetting the bed. The claimed bed was picked up from the customer and inspected after end of rental period. No issue was identified, all functions operated correctly, including both cprs: manual and electrical. No e410 error code was observed. Arjo came back to the customer asking for more details regarding the reported event. The customer stated that the hospital's staff reviewed the event and concluded that the arjo bed did not cause or contribute to the patient's death. Based on the collected information, arjo cannot establish the cause of the CPR failure and the occurrence of error e410. The error does not prevent conducting CPR. The manual CPR lever is operational and can be activated in an emergency situation if necessary. The manual CPR levels all section of the bed to horizontal, flat position, even if the electrical components are inoperative. The bed failed its performance specification since the CPR feature failed as reported by the customer. The failure occurred during patient coding, however, as stated by the customer, the bed did not result in patient¿s death. Based on the above, the link between the device performance and patient's death cannot be established.

Event description:
It was stated initially that a patient coded and the bed was unable to go into CPR mode. The patient subsequently died. Additional information after a review of the hospital's staff regarding the event concluded that the arjo bed did not cause or contribute to the patient's death.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.